Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure when the physician was manipulating the jagwire for propper placement, the coating peeled away from the wire's core. The guidewire was removed intact. A second jagwire was inserted and no further problem were encountered with the jagwire. The physician then experienced resistance at the scope elevator while trying to advance other devices through the model v endoscope. None of the devices could be advanced past the elevator, so the physician replaced the endoscope with a model jf endoscope. The procedure was then completed successfully with no pt complication. The pt's condition at the conclusion of the procedure was reported as fine.